Event description:
The customer reported the latron control was failing low for conductivity when using the coulter hmx hematology analyzer with autoloader. It was reported that this was a recurring issue with the latron conductivity mean channel recovering low in the morning (24.5 to 25) but at target (27) in the afternoon. The customer took the analyzer out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the rf preamp. The fse ran startup and 5c controls, within range; and ran the latron control, made adjustments and confirmed the latron was stable and the system was validated. (B)(4).